Manufacturer narrative:
(B)(4). Date sent: 4/23/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 880a42 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with one gst60t reload loaded in the device. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 880a42, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, battery was depleted on use, stapler locked out with battery audibly not working optimally and unable to fire. Another device was used to complete the procedure. No patient consequences were reported. The procedure was delayed by 5 minutes.